Event description:
It was reported that the item was opened and the lead was attempted to be inserted inside the hub of generator. The lead would not advance. The torque wrench was then placed in hub and set screw was attempted to be backed out or loosened and torque wrench would not do anything as screw kept spinning. Two different torque wrenches as well as manual attempt with torque wrench would not loosen or back out screw. Physician was adamant that the device was faulty. The manufacture representative observed all facets of case and watched it come from packaging to physician. He had a valid point. Different product was used/replacement as a result of the event. There was no requirement of diagnostic testing or troubleshooting . The patient was noted as alive with no injury as of the reported event date. There were no reported patient symptoms or complication associated with this event. Additional information received reports that the patient was doing well and receiving therapy from battery that was actually implanted.

Manufacturer narrative:
Product analysis (B)(4): setscrew was backed out too far, but during analysis the setscrew was able to be reinserted into the connector block after multiple attempts and tightened to a known good lead. The ins passed the functional and lead insertion tests. The lead insertion complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned. Concomitant products: product ID neu_unknown, serial# unknown, product type unknown; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0hhcr, implanted: (B)(6) 2014, product type lead; product ID neu_wrench_acc, product type accessory; product ID neu_wrench_acc, product type accessory. (B)(4). Analysis finding for stimulator serial number njy251407h found setscrew was backed out too far. But during analysis the setscrew was able to be reinserted into the connector block after multiple attempts and tightened to a known good lead. The stimulator passed the functional and lead insertion tests. The lead insertion complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned. There were no anomaly found with both wrench.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received was clarification on the initial reported event. The representative did notice in their analysis that they stated the lead would not insert into hub. However, that was not the case, nor was that stated in report. The set screw would not engage. The representative want to make sure they are clear on issue.